Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator reached elective replacement indicator (eri) early. The right ventricular was damaged and had high impedance and high thresholds. The atrial lead had pacing failure. The device and both leads were explanted and replaced. No patient complications have been reported as a result of this event.